Manufacturer narrative:
B3: event date: unknown. D4: lot, expiration date: unknown. H4: device manufacture date: unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a leak at the filter section. The event occurred during testing; no patient involvement and no patient harm reported.

Manufacturer narrative:
Date returned to mfg (B)(6) 2024 three photos were provided which were used to perform the device investigation; leaking was observed in the filter. One sample was returned for evaluation. Visual inspection revealed no discrepancies. Functional testing revealed a leak in the filter. The failure mode was confirmed. A device history record (DHR) review was conducted of lot 4327084 which indicated all inspections were completed and no issues were noted during manufacture.